Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with a pulse generator system on (B)(6) 2019. A chest x-ray was performed after the implant which revealed that there was a possible effusion. An echocardiograph imaging was then performed and confirmed the presence of effusion. Interrogation of the pulse generator also indicated that the atrial lead exhibited increased capture threshold. The physician then performed an effusion drainage on (B)(6) 2019 as well as repositioned the atrial lead. The patient was reported to be in stable condition post procedure.